Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The customer troubleshot with technical support. The customer was advised to replace the flow sensor assembly and was provided with part number. The customer replaced the flow sensor to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator was failing the air delivery/ flow accuracy test. No patient involvement. Event date not specified, estimate used.